Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear seal of the balloon. A kink was found on the catheter tubing approximately 41.7cm from the iab tip. Additionally, the optical fiber was found to be broken 27.7cm. From the iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iiab and found that the inner lumen was not occluded, however traces of dried blood was observed at the tip of the guide wire. The optical fiber was found to be broken, confirming the reported problem "fiber optic sensor failure". We are unable to determine when this may have occurred. The reported event ¿central lumen clotted¿ cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. They have tried reconnecting and calibrating without success. The central lumen of the iab was clotted so they could not transduce. They were advised to use an alternate arterial line at that point so they contacted the physician about placing it. They understood the steps for connecting and zeroing the console. They were advised them to disconnect the fiber optic cable in order to see the transduced waveform on the screen. There was no patient harm or adverse event reported.